Event description:
It was reported that a distal fibula revision surgery was performed on (B)(6) 2015 after it was found that the patient had a nonunion with a broken plate. During the revision surgery a broken plate and 7 intact non-locking screws were removed. The plate was broken into 3 pieces; the breaks occurred at 2 screw holes. The patient was revised to a locking distal fibula plate. The surgeon reported that the plate likely broke due to early weight bearing by the patient, against medical advice. The revision surgery was successfully completed with no surgical delay. This complaint involves one (1) locking compression plate (lcp) and seven (7) unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Original implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ product manufacture date: august 13, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of lcp one-third tubular plate with collar 7 holes/81mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.